Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 23 mg/dl at the time of the incident. The customer experienced symptoms such as dry heaves. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed as the customer will call back. Customer states that they are locked out of their room and have no access to their supplies or meter, and goes to the emergency room to check their levels. Customer was hospitalized with diabetic ketoacidosis and high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test. No excessive no delivery alarms noted. Unit received with intermittent act and down arrow buttons due to flattened dome switches (no crease). No unlocked lcd keypad connector. Unit received with minor scratched display window and case.